Manufacturer narrative:
The device was not returned to the manufacturer for analysis. A sap search was performed and the entire lot has been sold and distributed. An investigation of the manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A pt reported that they experienced a cassette leak during dwell two of their continuous cycler-assisted peritoneal dialysis (ccpd) therapy on (B)(6) 2015. The pt's peritoneal dialysis nurse stated effluent expressed from the peritoneal dialysis catheter is clear, there are no signs and or symptoms of peritonitis, and that they are not administered prophylactic antibiotics. The sample was discarded and it was available for return. The lot numbers are unk. As of (B)(6) 2015, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issue.